Manufacturer narrative:
(B)(4). The reported issue occurred during overnight infusion of fluids. The butterfly clip was still attached to the interlink which had disconnected from the IV tubing. Blood and fluid had leaked from the IV line onto the patient¿s bed. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
A customer reported having connection issues during the use of an interlink injection site. According to the report, the customer experienced several disconnections between the interlink injection set and a t-connector set which resulted in blood leaks. There was no patient injury or medical intervention reported in association with this event. No additional information is available. This is report 4 of 11.

Manufacturer narrative:
(B)(4). (B)(6). It was additionally clarified that a non-baxter t-connecter became disconnected from an interlink male luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The amount of blood loss was reported to be a 1 foot by 6 inch area on the patient's sheets. Evaluation: the device was received for evaluation. The device was visually inspected, underwater leak tested and liquid leak tested (with luer fittings) with no defects noted. The reported problem was not verified. Please see attached user facility report. Should additional relevant information become available, a supplemental report will be submitted.